Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 4 months. The pump was not explanted and device log files were not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to trauma and subdural hematoma. The patient presented to the hospital after a syncopal fall with complaints of headache. According to the son, the patient got up to put the dog away. After the patient walked out of the room, the son heard a loud sound and found the patient on the floor, flat on his back. The patient deteriorated rapidly despite best efforts. It was reported that it is unable to be determined if a device issue led to the fall. No additional information was provided.

Manufacturer narrative:
A correlation between the report of subdural hematoma and the device could not be conclusively determined as the pump was not explanted. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.